Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Noise and a post-paced t wave oversensing episode were noticed in a remote transmission. The patient was seen for follow up, and reprogramming resolved the issue. The patient was well.